Event description:
It was reported that approximately one week post implant the patient experienced bradycardia, atrial fibrillation (af), exit block and a stroke. The leadless implantable pulse generator (ipg) exhibited high thresholds and loss of capture. The leadless ipg was turned off and replaced with a transvenous system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.